Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a right ventricular lead integrity alert due to the sensing integrity count and electromagnetic interference (emi). The source of the emi was investigated and it was determined to have been caused by ¿bad grounding of a washing machine.¿ re-programming of the lead was performed and the lead, as well as, the device remained in use. Approximately three months later, a lead integrity alert showed a high rate of non-sustained episodes and the sensing integrity counter was noted. Re-programming of the lead was performed by changing the sensitivity parameter. The lead remains in use and no patient complications have been reported as a result of this event.